Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead continued to have high thresholds. The lead was reprogrammed and remains in use. The patient will be seen in the clinic for more frequent follow-up visits.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).